Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm and a no delivery alarm during bolus attempts. The customer's blood glucose level was 300 mg/dl. The customer performed the displacement test and it passed. The customer was informed that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. The insulin pump was unable to verify no delivery alarm due to prime anomaly. The motor passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.